Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the epidural tubing leaked which causes delay of treatment. There was no harm to patient.

Manufacturer narrative:
The customer¿s report that the epidural tubing leaked was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. A residual clear, colorless liquid was present within the set. No anomalies or evidence of damages were observed upon initial visual inspection. The leak occurred at the engagement between the microbore tubing and the male luer adapter. Further observation under microscope revealed some solvent anomalies that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional testing was performed; small droplets were observed at the engagement between the tubing and the inlet port of the male luer. The set was then pressure tested; the set leaked at the previously noted leak location. The root cause that the epidural tubing leaked was a manufacturing issue.

Event description:
It was reported that the epidural tubing leaked, which causes a delay of treatment. It was confirmed during follow up, that there was no patient harm or impact as a result of this event.